Event description:
When the surgery was completed it was discovered that the patient had a laceration of about 3 inches and very deep on the side of their head where the pins moved. This required staples. Mds state this is due to the doro skull clamp malfunctioning. FDA safety report ID# (B)(4).